Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while changing the reservoir. The drive support cap was sticking out. The insulin pump was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.